Event description:
During evaluation of a returned irrigation set, a missing rubber tube was identified. There was no patient involvement as this was found during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified that the rubber tube assembly and tip protector were missing. The cause of the condition was determined to be a manufacturing issue. To address the issue, a CAPA has been opened. Should additional relevant information become available, a supplemental report will be submitted.